Manufacturer narrative:
The reported event of broken lvp doors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported a higher than expected rate of broken doors occurred. There were 36 in a 4 month span, and did not involve the latch. No patient involvement was reported.